Event description:
The customer reported, the device intermittently failed to acquire 12-lead ECG (v leads).

Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.